Event description:
Patient had urgent cath performed for nstemi (non-st-elevation myocardial infarction) with right radial access and iabp intra-aortic balloon pump) insertion (B)(6) 2023. Found severe cad (coronary artery disease) and required CT (computed tomography) surgery consult. Right radial access site had tr (terumo radial) band applied. Site developed hematoma which extended up into upper arm. Taken to cvor (cardiovascular operating room) for fasciotomy due to compartment syndrome. Tr band has received a recent redesign but functionality is to remain the same. Education provided for staff prior to replacement. Medical procedural staff reporting issues with application and maintenance of new bands. Rep made aware and back onsite for more education and investigation.